Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 416mg/dl which was treated with insulin pump and manual injection. Customer had symptoms like thirsty and tired. Customer¿s current blood glucose was 287mg/dl. Customer reports insulin exited at the quick release. Customer passed the high pressure test. Customer also reports that insulin pump alarmed for multiple insulin pump error. Customer states they are able to complete insulin pump rewind. Customer passed self test. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis